Event description:
According to the report, the patient was intubated with endotracheal tube when the patient's oxygen saturation dropped to (56%) and blood pressure dropped to 75/43mmhg after a planned extubation. The endotracheal tube was pre-checked with (6) ml of gas prior to intubation. The patient was given immediate treatment such as balloon assisted breathing, sputum suction and intravenous epinephrine. The patient's oxygen saturation rose to (100%) and blood pressure to 92/58mmhg, however, an air leakage from the cuff of the endotracheal tube was detected. A replacement of the tube was done and the patient's oxygen saturation maintained to (100%).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was tried to get off the ventilator. Re-examination of blood gas was done, analysis of partial pressure of oxygen 104mmhg, no carbon dioxide retention. Finger pulse oxygen was at ninety nine percent (99%) so the endotracheal tube was removed. After extubation, the patient's spontaneous breathing was weak, finger pulse oxygen dropped to fifty six percent (56%), and blood pressure dropped to 75/43mmhg. Immediately gave rescue treatment such as balloon assisted breathing, endotracheal intubation, sputum suction, and intravenous epinephrine. After rescue, finger pulse oxygen rose to one hundred percent (100%), blood pressure rose to 92/58mmhg. However, after repeated monitoring, air leakage from the cuff of the endotracheal tube was detected. Replacement of the tube was done and monitoring showed: heart rate of one hundred twenty eight (128) beats/min, respiratory of sixteen (16) beats/min, blood pressure of 107/68mmhg and finger pulse oxygen one hundred percent (100%).

Manufacturer narrative:
Further review of the event found that the involved product is not sold within the united states. No further reports will be sent for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.